Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call keypad anomaly, reset alarm, auto off alarm, blank display, no delivery alarm, high blood glucose levels and hospitalization. Customer's blood glucose was 518 mg/dl which resulted in hospitalization. Customer wanted the insulin pump to be replaced. Customer did not have the insulin pump available to troubleshoot. Customer was advised to call back with the device present in order to troubleshoot and possibly replace.

Manufacturer narrative:
Additional information has been updated which was not included with the initial medwatch report. The information has been provided with this report. The insulin pump powered up properly. No unexpected blank display noted. All operating currents are within specifications. The insulin pump passed self-test and displacement test. No unresponsive buttons noted. All buttons functioned properly; however the insulin pump had corroded keypad traces. The insulin pump had a cracked battery tube threads, broken reservoir tube lip, minor scratches on lcd window, cracked reservoir tube, cracked reservoir tube window and missing end cap sticker.

Event description:
It was reported via phone call that the customer was hospitalized due to diabetic ketoacidosis on (B)(6) 2015. He is currently on novalog pen. Does not feel okay to troubleshoot, however has a backup plan. Customer was treated with IV, sodium water, occasional novalog injections and 6 liter IV solution. Customer was wearing insulin pump at the time of hospitalization. High blood glucose began on (B)(6) 2015. Customer's blood glucose at the time of hospitalization was 518mg/dl. Customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir. Customer mentioned he's had previous issues with bent cannulas, but declined to troubleshoot. Customer received multiple no delivery alarms, since his high blood glucose occurred. Customer is only putting half a unit, explained that 5 units of back pressure are needed. Customer declined to perform the hp test and no delivery troubleshooting. Customer's current blood glucose was 140mg/dl.